Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent bilateral inguinal hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent exploratory surgery of the left groin and a portion of the mesh in his left groin was explanted on (B)(6) 2009 during which the surgeon noted presence of scar tissue, ilioinguinal nerve irritation and neuritis. The left groin had contracted and the left ilioinguinal nerve had become greatly adhered to the mesh. It was reported that the patient experienced chronic pain and discomfort in his left groin and abdomen and suffered from bilateral spermatoceles. No additional information was provided.